Event description:
Patient's lfs meter powers off during the use of doing a blood test and that parts of the display is missing from the meter. Patient had a back up meter to test their blood sugar since their ultra meter powered off during testing and because of the segments missing. Customer service was unable to resolve the issue and sent patient a new meter.